Event description:
The us complainant had impella cp placed for a 40-year-old male stemi patient with a ventricular fibrillation arrest. The impella cp was placed but, the team had an access site bleed at the site. The team treated the bleed with a femostop placement. Additionally the team saw signs of hemolysis. The team made choice to explant after just over 15hours. The discussion was made to place instead a 5.5 via the axillary but, instead just utilized medical management.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation of access site bleeding and hemolysis has been completed. The impella device was not returned for evaluation. The root cause of the hemolysis issue was improper positioning of the device. The root cause of the access site bleeding issue was high patient activated clotting time (act) values. The following have been reported incorrectly or missing from manufacturer device report 1220648-2023-05488. D6a and d6b revised from the initial submission in accordance with updated procedures. G1 reporting contact fax number missing. H6 component code revised from the initial submission in accordance with updated procedures.